Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and verified the reported issues. The fse checked the log files, and determined that the errors pointed to the power management board. To fix the issue, the fse replaced the power management board and the problem was corrected. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
Customer reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to boot-up correctly in normal operating mode, the screen was blank and the iabp produced an audible alarm. There was no patient involvement and no adverse event was reported.